Manufacturer narrative:
(B)(4): eval method, results: device history review is pending. The product has not been received for analysis at this time. Conclusion: cause of event cannot be determined. Analysis: this product has not yet been received for analysis, and device history review is pending. Conclusion: based on the limited info at this time, no cause can be determined. When add'l info is provided, the event will be updated and a supplemental report will be filed.

Event description:
Medtronic received info that this oxygenator was exhibiting high pressures across the membrane. The oxygenator was not changed out as it continued to provide good gas exchange. It was reported that the product would be returned for analysis.